Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions for non-sustained oversensing episodes, one week before the procedure on (B)(6) 2019. During device check in clinic, noise and high capture threshold was noted on the right ventricular lead. Lead dislodgement was suspected because of less slack. The lead was reprogrammed. The lead was extracted and replaced on (B)(6) 2019 without any difficulty. The patient appeared to be asymptomatic throughout this entire process.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found the helix retracted and clogged with blood/tissue, after cleaning the helix could be extended and retracted. The full helix extension length was measured within specifications. Visual and x-ray analysis did not find any anomalies.